Event description:
No additional information.

Manufacturer narrative:
Two photos received by our quality team for investigation. Through visual inspection, damaged plunger and particle on the hub are confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for damaged plunger is associated with jamming in conveyor belt. Possible root cause for particle is due to the injection of burnt material generated during molding process. Before the injection machine is restarted up it is purged until the material is acceptable rejecting the first pieces. Injection machines are periodically subjected to maintenance and cleaning program. Manufacturing personnel have been notified and additional training to reinforce proper assembly has been performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 3ml ll 21ga 1in mx bun plunger rod was broken / damaged. The following information was provided by the initial reporter translated from spanish to english: it was defective because the plunger was torn, and another syringe had dark particles in the needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.